Event description:
A pt was eval by an ent following surgery in which an laryngeal mask airway was used. The pt's throat was red and inflamed. The pt was treated with benadryl and all symptoms have resolved.